Manufacturer narrative:
The reagent lot number was 83232501 with an expiration date of 30-jun-2025. The qc results were high on the first run but were acceptable on the second run. The field service representative found the detergent level was slightly low. He checked the cuvette levels, adjusted the cell blank, and performed cell blank calibration. He performed a photometry check and tests and found the sample probe was misaligned. He checked the reagent probe positions. He performed tests and the results were not acceptable. He replaced both the sodium hydroxide and the acid wash tubings from the reagent bottles. He found the rinse stations were not vacuuming the cells correctly. He removed the rinse stations and ensured the nozzles were clean. He performed checks and found a small hole near the top of the tubing in one of the rinse stations. He fixed the tubing and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 3 patient samples on a cobas 8000 c 702 module. Patient 1: the initial result was 371 umol/l and the repeated result was 65 umol/l. Patient 2: the initial result was 896 umol/l and the repeated result was 63 umol/l. Patient 3: the initial result was 994 umol/l and the repeated result was 58 umol/l. The questionable results were not reported outside the laboratory. The repeated results were obtained on another module and were believed to be correct.